Event description:
The rptr indicated that this is the third time he has observed an edge band model pacemaker functioning only in the pocket when programmed bipolar. The suspected maflunction cause is no output.